Event description:
It was reported that the right ventricular (rv) lead dislodged. High thresholds and decreased sensing were noted. Right ventricular undersensing was suspected due to the decreased r-waves. The lead was revised. No patient complications have been reported as a result of this event.